Manufacturer narrative:
H2) device evaluation: d3 manufacturing establishment name updated. D4 primary UDI number updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. There was no damage or anomalies observed. The heat exchanger assembly was successfully installed on the fluid warmer device, no leaks were observed during operation with the recirculating fluid path only. The infusate line was then primed using a syringe. A leak was observed at the infusate tubing outlet at the bottom of the heat exchanger. Upon closer inspection under magnification, a channel was observed at the tubing junction. The tubing coverage showed evidence indicative of an inconsistent solvent application. A dimensional analysis was conducted on the tubing and shunt of the heat exchanger. The tubing measurements were found to be within specifications. The cause of the customer reported problem was inconsistent solvent application at the infusate tubing bond.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation still in progress.

Event description:
It was stated that liquid leakage was observed during the circulating. The event occurred before patient use/during priming. There was no reported patient involvement.